Event description:
The customer reported the hd autoclavable camera head went black and sparkly across the screen. In addition, lens failure was noted. The event occurred during a diagnostic cystoscopy procedure and a similar device was used to complete the operation with no more than few minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, cable kink and noise on the coupler were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.